Event description:
The customer reported to philips that the automatic test does not complete and that the device needs a motherboard. The customer indicated that the device was in clinical use, but there was no indication of direct impact to a patient or user.